Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition'), endometritis ('endometritis') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 1156401-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, vomiting, hemiparaesthesia, neck pain, numbness, tingling and pelvic discomfort. Previously administered products included for an unreported indication: mirena in (B)(6) 2007. Concurrent conditions included body mass index normal, hematuria, dysuria, kidney stone, nephrolithiasis and endometriosis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("chronic/pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient experienced vaginal infection ("vaginal infections/vaginitis"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with metronidazole (flagyl), naproxen, ofloxacin (floxin), promethazine and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, endometritis, psychological trauma, vaginal infection, hormone level abnormal, migraine, bladder disorder, urinary tract disorder and nausea outcome was unknown and the genital haemorrhage, pelvic pain, dyspareunia, female sexual dysfunction, abdominal pain and vaginal discharge had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, dyspareunia, endometritis, female sexual dysfunction, genital haemorrhage, hormone level abnormal, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse ), apareunia, pelvic pain, abdominal pain, hormonal changes and migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.. Imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) - bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2009: there is a single calculus noted in the right kidney.. Most recent follow-up information incorporated above includes: on 7-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition'), endometritis ('endometritis') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 1156401) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, vomiting, hemiparaesthesia, neck pain, numbness, tingling and pelvic discomfort. Previously administered products included for an unreported indication: mirena in (B)(6) 2007. Concurrent conditions included body mass index normal, hematuria, dysuria, kidney stone, nephrolithiasis and endometriosis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("chronic/pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient experienced vaginal infection ("vaginal infections/vaginitis"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with metronidazole (flagyl), naproxen, ofloxacin (floxin), promethazine and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, endometritis, psychological trauma, vaginal infection, hormone level abnormal, migraine, bladder disorder, urinary tract disorder and nausea outcome was unknown and the genital haemorrhage, pelvic pain, dyspareunia, female sexual dysfunction, abdominal pain and vaginal discharge had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, dyspareunia, endometritis, female sexual dysfunction, genital haemorrhage, hormone level abnormal, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse ), apareunia, pelvic pain, abdominal pain, hormonal changes and migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram on (B)(6) 2009: total bilateral occlusion. Imaging procedure on (B)(6) 2008: essure confirmation test(s) (unspecified) - bilateral occlusion. Ultrasound pelvis on (B)(6) 2009: there is a single calculus noted in the right kidney. Most recent follow-up information incorporated above includes: on 17-sep-2019: fu(2) and fu(3) processed together. Pfs and medical record received. Product indication and essure implant date updated. Essure lot number and explant date added. Case upgraded from other event to incident. Previously reported ¿injury to herself¿ was updated to chronic/pelvic pain. Events- malposition, endometritis, dyspareunia (painful sexual intercourse), apareunia, abdominal pain, vaginal infections, vaginal discharge, hormonal changes, migraine, bladder, urinary problems and nausea were added. Event clubbed: vaginal infections/vaginitis. Event outcome updated for: vaginal discharge. Medical history, lab data, historical and concomitant drugs were added. On (B)(6) 2019: fu(2) and fu(3) processed together. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.